Manufacturer narrative:
(B)(4). Batch #: u5a34h. Additional information was received: the staples seemed to be formed properly. The procedure was not converted to open. The intestinal tract had edema and the intestinal tissue of the dorsal site was thick. Dr. Were concerned about the condition of the target tissue. The patient is stable. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, air leaked during use. The device was used for dst anastomosis between the colon and the rectum. Cdh21a was used to complete the case. There were no adverse consequences to the patient. No further information is available.